Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. There is no indication a device malfunction caused or contributed to the reported event. There is no indication the device caused or contributed to the reported incident/adverse event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient presented with blurry vision and dry eyes in both eyes one day post lasik. The patient was noted to have anterior basement membrane and meibomian gland disease/blepharitis. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.